Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during stenting of a stenosis in the left sfa, the delivery system became stuck on the guide wire after entering the introducer sheath. The delivery system and guide wire were removed from the introducer sheath without issue. During removal of the guide wire from the delivery system, the stent deployed on the table. Some stent struts were found to be shifted. Another stent was implanted successfully by using the same guide wire. Angiography showed no residual stenosis after stent implantation . No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device revealed that the stent had been released and the trigger mechanism had been fully activated. A patency test with a device compatible 0.035'' guide wire could be performed successfully. The sample condition and the photo provided indicate the presence of friction forces between the used guide wire and the inner catheter of the delivery system. The released stent showed stent struts with an irregular pattern caused by the attempt to remove the guide wire from the delivery system by using the trigger method. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. A damaged or wrong sized guide wire as well as insufficient flushing of the device may result in high friction forces between guide wire lumen and the guide wire. This can lead to a stent dislocation while advancing the delivery system and finally result in a premature partial stent deployment. Regarding the patency issue, an assembly core is being inserted in the delivery system during the entire manufacturing process. In addition, the patency of the inner catheter is being checked with a core during quality control. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states that the bard e-luminexx vascular stent is only compatible with a 0.035" guide wire. The IFU indicates that prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline. Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." And "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device."